Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the message "check sensor" displayed message after a day of wearing the adc freestyle libre sensor. Customer further reported he was sleeping and "did not feel good" and experienced unspecified symptoms of hypoglycemia. Customer was treated orally with 2 spoons of sugar by his wife and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported being unable to test due to the message "check sensor" displayed message after a day of wearing the adc freestyle libre sensor. Customer further reported he was sleeping and "did not feel good" and experienced unspecified symptoms of hypoglycemia. Customer was treated orally with 2 spoons of sugar by his wife and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information - section d4 (serial number) and (expiration date) & h4 (device mfg date) have been updated based on extended investigation.